Event description:
The customer reported the subject device was not displaying an image. The procedure was not affected. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (no image) was confirmed. In addition, service found the displayed ultrasound image was stained/foggy, there was a leakage from the biopsy channel, the adhesive on the bending section cover was cracked, and the device failed the insulation test. There was fluid invasion in the ultrasound connector, and the body control unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely no image occurred due to some external factor. The event can be detected by following the instructions for use which state: "10. Carefully inspect the distal end of the endoscope, especially around the ultrasonic transducer. Confirm that there are no flaws, cracks, scratches, or any other irregularities." Olympus will continue to monitor field performance for this device.